Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of device breakage ("device would not advance and it broke off. There were no pieces left in the patient") in a female patient who had essure (batch no. C22917) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: lot#:c22917, production date: 12-feb-2014, expiration date: 28-feb-2017 as of feb 27, 2017, the returned product for this case was not received, it is being processed as if no product will be returned. If product is received in the future, a child case will be opened and an investigation will be completed. The essure insert is made of a flexible outer coil that is deployed into the fallopian tube. The outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, attempts to reposition or remove the catheter assembly could lead to a breakage of the micro-insert or a part of the catheter. If the user attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil with a grasper, this action could also lead to breakage. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 7-apr-2017: fu1 device breakage questionnaire received in blank; returned to sender. Company causality comment: this spontaneous and medically confirmed case report refers to female patient who had essure (fallopian tube occlusion insert) inserted and during placement procedure device did not advance and it broke off and there were no pieces left in the patient (interpreted as device breakage), serious event due to medical importance and anticipated in reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In this particular case, during placement the device did not advance and broke off, however no pieces were left in patient. Given nature of event causality cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis resulted in an unconfirmed but plausible product quality defect. Despite follow-up attempts, no further information could be obtained.

Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of device breakage ("device would not advance and it broke off. There were no pieces left in the patient") in a female patient who had essure (batch no. C22917) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. Visual inspection was performed and it was confirmed that all components are present, IFU steps were not initiated, delivery wire bond was cured, no damage was observed on delivery catheter. The micro insert is still attached but deployed from the system in fact damages were observed in the micro insert the inner coil section was found stretched. Micro insert is not broken, the outer coil is stuck in itself, therefore a breakage is not possible in the device at this time. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. In regarding to lot number c22917 an evaluation of complaints was performed; no confirmed complaints are related to this lot, also no final risk I and ii were detected in this lot. 70% of the complaints are related to unconfirmed quality defect, 20% of the complaints are related to unconfirmed quality defect but plausible and finally 10% was no assessment due to usability issues. These rates does not affect the device performance. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The ptc investigation was initiated which included the returned sample and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 5-jun-2017: sample received and quality safety evaluation of product technical complaint updated. Company causality comment: other reportable incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot#:c22917, production date: 12-feb-2014, expiration date: 28-feb-2017. As of feb 27, 2017, the returned product for this case was not received, it is being processed as if no product will be returned. If product is received in the future, a child case will be opened and an investigation will be completed. The essure insert is made of a flexible outer coil that is deployed into the fallopian tube. The outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, attempts to reposition or remove the catheter assembly could lead to a breakage of the micro-insert or a part of the catheter. If the user attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil with a grasper, this action could also lead to breakage. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous and medically confirmed case report refers to female patient who had essure (fallopian tube occlusion insert) inserted and during placement procedure device did not advance and it broke off and there were no pieces left in the patient (interpreted as device breakage), serious event due to medical importance and anticipated in reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In this particular case, during placement the device did not advance and broke off, however no pieces were left in patient. Given nature of event causality cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis resulted in an unconfirmed but plausible product quality defect. Further information is awaited.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("device would not advance and it broke off. There were no pieces left in the patient") in a female patient who received essure (batch no. C22917). The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. Company causality comment: this spontaneous and medically confirmed case report refers to female patient who had essure (fallopian tube occlusion insert) inserted and during placement procedure device did not advance and it broke off and there were no pieces left in the patient (interpreted as device breakage), serious event due to medical importance and anticipated in reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In this particular case, during placement the device did not advance and broke off, however, no pieces were left in patient. Given nature of event causality cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Further information and product technical analysis is awaited.